Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced severe pain at the incision site and numbness in his legs. Patient also experienced inability to urinate or have a bowel movement. Additional testing indicated there is a small hematoma in the epidural space. Symptoms have improved. Patient is undergoing rehabilitation.